Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 463 mg/dl at the time of incident. The customer reported other blood glucose level were almost 400 mg/dl, 357 mg/dl, 404 mg/dl and 378 mg/dl. Customer was not using insulin pump system within 48 hours of reported high blood glucose event. Customer did not provide any symptoms regarding to high blood glucose episode. Customer treated with manual injection. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the insulin pump was in use within 48 hours of reported event.